Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an irritation under all of the electrodes that was red, itchy and painful. Patient prescribed it as a burning scab, but never was there open skin. There are no allegations that the patient received a treatment. The patient's was recommended to use cream by a physician. The patient reported to using the cream and that the irritation had improved.